Manufacturer narrative:
This report is submitted on october 23, 2017, (B)(4).

Event description:
Per the clinic, the patient was placed under general anaesthesia and underwent skin revision surgery to remove scar tissue during an abutment change (date not reported). The implanted device remains.